Event description:
Contact reports the springs of the kerrison rod holder snapped under stress. It was reported that the patient was under local anesthetic and the surgery was abandoned, because the customer did not have a replacement instrument.

Manufacturer narrative:
Visual examination of the returned rod holder confirmed the springs inside the handle were broken. Despite spring breakage, the returned rod holder could be opened, closed, locked in place manually, and the instrument was found to be functional. It appears that the application of forces with the squeezing of the handle over time resulted in fatigue fractures developing in the springs. The springs are fairly large in size and located approximately 9 inches from the rod holder portion of the instrument. It is unlikely that a broken spring would fall into the surgical site but if that were to occur, the broken portion would likely be easily retrieved. At this time, the complaint is considered to be closed.